Event description:
Customer reported that the screen of the insulin pump was broken. Customer stated that the insulin pump had a full black skin and was cracked. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, minor scratched display window and cracked case at display window corners.